Manufacturer narrative:
Findings: unit alarmed a33 during prime/a33 test at 3.5lbs due to faulty fsr(gold). Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 durin prime rewind. Customer's blood glucose was 103 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are unable to exit the preparing to prime loop. The customer was advised that the cause of alarm was during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.